Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: vanguard cruciate retaining interlok femoral component right 60mm, catalog #: 183004, lot #: 083430; vanguard cruciate retaining tibial bearing 13mm x 63/67mm, catalog #: cp103406, lot #: 564820; biomet series a standard patella 34mm, catalog #: 184766, lot #: 744100. The complainant has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain and aseptic loosening of the tibial component approximately four (4) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted the tibial implant was loose and had debonded from the cement mantle. Posterior laxity in flexion was also identified. Attempts have been made, however, no additional information is available.